Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated lithium results on the architect c16000 analyzer. The following data was provided sid (B)(4) initial 2.252, repeat 0.675, 0.699 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedure, the field service representative replaced the worn out tubing, r1a pipettor inner (rohs) and adjusted the reagent/mixer cup flow rates. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
Additional data was provided on (B)(6) 2016. An evaluation is still in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is still in process.

Event description:
On (B)(6) 2016, the customer observed additional falsely elevated lithium results on the architect c16000 analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction of the tubing, r1a pipettor inner (rohs) was identified, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.